Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle , the device experienced difficult plunger rod movement. The following information was provided by the initial reporter. The customer stated: consumer reported finding the plungers hard to move even when placed air in vial.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle , the device experienced difficult plunger rod movement. The following information was provided by the initial reporter. The customer stated: consumer reported finding the plungers hard to move even when placed air in vial.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9231217. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.